Manufacturer narrative:
Due to a lack of information, the investigation did not identify a specific cause of the event.the investigation did not identify a product problem.

Manufacturer narrative:
The serial number for the other e801 module (unit 2) is (B)(6). The estradiol reagent lot number is 85149902 with an expiration date of 28-feb-2026. The ca 19-9 reagent lot number is 84575601 with an expiration date of 30-sep-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 and elecsys estradiol iii results for 1 patient sample on a cobas e 801 analytical unit. The initial ca 19-9 result was 130 u/ml. The sample was repeated on another e 801 module (unit 2), and the result was 13 u/ml. The sample was repeated on the same module as the initial result, and the result was 11 u/ml. The initial estradiol result was <5 pg/ml. The sample was repeated on another e 801 module (unit 2), and the results were 47 pg/ml and 49 pg/ml. The sample was repeated on the same module as the initial result, and the result was 42 pg/ml.